Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that defibrillation threshold testing was unsuccessful, and the rhythm could not be converted at max output. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.